Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to a high defibrillation lead impedance. The patient was reported to be stable.

Manufacturer narrative:
A partial lead was returned for analysis in ten pieces. The reported events of ¿high (hv) lead impedance¿ was not confirmed. The damage found on the pieces were sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.